Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as all components were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of tissue damage is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred with the proglide device. The proglide device was removed with no resistance noted. The wire was replaced and bleeding around the sheath was noted. The sheath was replaced with an 8f; however, bleeding continued as tissue damage was observed. General anesthesia was administered. Surgery was performed to repair the artery. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.